Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the trace and history download reveals on 8/19/2022 the following alarms occurred: pump error 60 (linenumber 1431 filenumber 31) power deadlock alarm (23:33). Pump error 19 watchdog timeout alarm (23:28, 23:30, 23:36, 23:37, and 23:42). Pump error 2 (linenumber 1317 filenumber 51) main ipc/motor ipc alarm (23:25). Pump error 28 (linenumber 1340 filenumber 4) rtc mismatch (23:24, 23:30, and 23:37). Pump error 3 (linenumber 2803 filenumber 2002) power deadlock alarm (23:02, 23:04, 23:05, 23:06, 23:28, 23:31, 23:36, 23:39, and 23:43). Pump error 63 (linenumber 399 filenumber 32143 variableinfo 09) hardware error alarm (2x 23:02, 2x 23:4, 2x 23:06, 23:24, 23:25, 2x 28, 2x 23:31, 2x 23:33, 2x 23:36, 23:38, 23:39, 23:42, and 23:43). Pump error 43 (linenumber 681 filenumber 121) motor drive error alarm (21:39, 21:50, 21:56, and 23:21). Pump error 37 (linenumber 698 filenumber 121) motor motion alarm (22:51). Pump error 130 (linenumber 531 filenumber 31) mfda alarm (2x 22:46, 2x 22:56, 23:22, 2x 23:23, 23:29, 23:32, 22:34, 22:36, and 23:40). The pump was cut open to perform a visual inspection. Moisture damage and corrosion were found on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, motor, motor flex tail, corroded motor home switch, force sensor, and inside of the battery tube. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, torn serial number label, pillowing keypad overlay, and cracked battery tube threads. Pump error 60, pump error 19, pump error 2, pump error 28, pump error 3, pump error 63, pump error 43, pump error 37, pump error 130, and critical pump error (open book image) alarms are all confirmed due to extensive moisture damage on the hardware and corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.